Manufacturer narrative:
Follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device needs to be serviced. The customer did not state what sort of servicing is required. There was no reported patient involvement.